Event description:
The customer reported that the system would not boot up prior to a case. No patient injury or death was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cb2 breaker was reset. The system was tested and found to be working as intended and returned to service.